Manufacturer narrative:
Follow-up #1: date of submission 04/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2016 with the following findings: review of the black box data revealed two power interruptions on 10 february 2016. Per page 12 of the pump¿s user guide, ¿when changing the battery: the insulin on board calculation starts over at zero.¿ review of the pumps user settings shows the ¿insulin-on-board (iob) duration¿ was enabled and set to four hours. On investigation, ¿ez-prime¿ steps were performed correctly. A 10 unit normal bolus and 10 unit audio bolus was programmed and delivered during investigation with iob turned ¿on¿ and set for four hours. After four hours, the iob remaining in status screen #2 and in advanced bolus screens showed remaining iob of 7% of the bolus delivery or less. Remaining iob does not pose any risk to the patient (reference issue escalation ie 038) for complete analysis. The remaining iob returned to zero after rebooting the pump. Iob feature is functioning properly and as described in the pump¿s user guide.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The user stated that the insulin-on-board amount reverted to 0.00 when the battery was changed. Animas customer support explained that this is normal pump function and does not indicate a pump malfunction. The user stated that they no longer trust the insulin pump. The pump was replaced at the insistence of the health care provider. There was no allegation of an adverse physical event associated with this complaint. This complaint is being reported because the pump was replaced to the user at health care provider insistence.